Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 unsupported scope error was not confirmed. The allegation of e216 communication error was confirmed. There was no image/e216 communication error due to fluid invasion. In addition, the switch unit was leaking. The insertion tube insulation failed. There was a cut at switch button 1. There was a crack at the switch unit. The plastic distal end cover had dents. The light guide lens had 2 cracks. The bending section cover glue had a crack. The bending section was corroded and frayed. The insertion tube had surface scratches. The light guide tube had surface scratches. The scope cover and scope connector had fluid invasion. The free-engage knob was clicking. The bending angle was reduced due to elongation of the angle wire. The play of the control knob was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii colonovideoscope displayed e216 (communication) and e315 (unsupported scope) errors during preparation for use. The intended procedure was a colonoscopy. The procedure was completed without any delays, by using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error code e315 could not be determined, however, the issue was likely due to device leakage during user handling resulting in the ingress of water into the interior of the device, causing a failure or continuity issues in the electronic parts, and resulting in an error message being temporarily displayed. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿. ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.